Event description:
Additional information received from the healthcare provider (hcp) reported the cause of the depletion was due to the patient not charging for two weeks. The issues have now resolved with the patient being seen in clinic on (B)(6) 2024.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient was suspected to have had a stroke/altered mental status on a sunday or monday and later experienced several complications following admission to the hospital. It was later realized that the implantable neurostimulator (ins) was not charged, leading to its likely depletion. When the therapy was recharged and reactivated, the patient experienced 'being out of it', facial clinching, pain, and body rigidity. These return of symptoms were alleged to be related to the depletion of the ins. The patient representative turned the therapy off and sought assistance to have the manufacturer representative (rep) come to turn the system back on. The issue was not resolved.